Event description:
In this event it is reported that a automate iii broke during use. All broken parts were removed from patient's mouth. No injury occurred.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Investigation results: product not returned. Image in case clearly showed a defective flexshaft assembly. Date code on the defective item was not visible so DHR/retain could not be performed because traceability could not be confirmed. Complaint considered substantiated.